Manufacturer narrative:
Gentherm received a call ((B)(4)) stating the hemotherm devices would not reach set temperature for rewarming. The unit was replaced and rewarming was continued. The issue did not cause any patient harm but did result in delay of surgery.

Event description:
Customer reported on (B)(6) 2019 that on (B)(6) 2019 the hemotherm device would not go above 34c. A replacement unit was brought in and warming continued. Customer reported that there was no patient harm but there was a delay in surgery.